Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.